Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(4) was reported by a nurse to our local affiliate (B)(4). This case involves a male who received poly-l-lactic acid (sculptra) as a filler on unspecified dates. The pt received 2 vials, 1g/vial. Relevant medical history includes (B)(6). Concomitant medications were not reported. The pt experienced vasovagal attack a few weeks ago while poly-l-lactic acid was being administered. The nurse feels that the vasovagal attack was due to existing anxiety experienced by the pt rather than a reaction to poly-l-lactic acid. An electrocardiography (ECG) was performed which showed some irregularities but when compared to a recent ECG had no new changes. The pt made a full recovery and is happy to continue with further treatment. (B)(4). Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional info received on (B)(4) 2009: this case has been upgraded to serious by gpe based on the follow-up info received. Pt is (B)(6) male. Poly-l-lactic acid treatment date was reported on (B)(6) 2009, one vial was administered from batch 1a8025 for indication of facial lipoatrophy. On (B)(6) 2009, the pt experienced a "severe vasovagal episode." The pt was diaphoretic and a decreased blood pressure (nos). Poly-l-lactic acid therapy was discontinued and the pt was given intravenous fluids (nos). The pt made a complete recovery. Causality was provided as "conditional."